Event description:
Pt in for a stress test. Electrodes placed on chest, and approx 5 minutes after placement her "heart began to race", and she felt "tightness in her chest". Pt states that her symptoms were similar to a previous reaction she had to penicillin. Her blood pressure raised to 150/90 (approx), and her legs became weak. Pt claims her symptoms started before the stress test commenced. She was taken off of the treadmill, and a "cardiolyte" stress test was scheduled. While undressing that evening, it was noted that she had red, raised "splotches" where the electrodes had been placed. She notified her allergist, and began taking oral antihistamines. Within 4 to 5 days her symptoms improved, however she states that the areas are only starting to fade after 11 days. Rptr is not sure if she had a reaction to the "bubble of gel" on the electrode or the adhesive.